Event description:
During an incident involving a male pt in cardiac arrest, this defibrillator analyzed the pt with a "no shock indicated" response each of 4 analysis segments. The fire department rt-2 form states: "unit would not analyze patient unless electrode cables were held by hand at the location where they plug into the defibrillator." The service tag states: "wouldn't analyze". The prehospital care report adds that the pt was found lying prone in the bathroom unresponsive and with no pulse. He has a history of diabetes. CPR was initiated at the scene. Hicon 02 was given with a bvm @ 15 lpm. The patient's family members stated: pt is feeling sick at around 3:30 pm. Vomiting. He was unconscious for 5 minutes before calling 911. The prehospital crew arrived at 18:35. There is no indication of patient outcome.